Event description:
Customer stated that the are unable to read the lcd screen. The customer also reported scratches to the insulin pump. Customer's blood glucose level at the time 250mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with missing segment due to cracked zebra connector at lcd board. The insulin was unable to perform full drive system test due to missing segment. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.